Event description:
It was reported that presented with a driveline communication fault. The modular cable was exchanged, and the patient was switched to the backup system controller. The connection of the driveline and the modular cable was cleaned prior to replacement, as there was a small amount of dust. The interior did not appear dirty. After the exchange, the driveline communication fault did not resolve, and in addition they now had a driveline power fault. When shining a light, the clinician stated that corrosion was seen in the connection. The log captured the equipment exchange (B)(6) 2026 at 19:15 and the reoccurrence of the communication faults and the power faults. It was reported on (B)(6) 2026 that the modular cable was exchanged again and there was corrosion on the driveline connection point where the pins from the proximal part of the modular cable go into the driveline. The patient tolerated the cable exchange well. Pictures of the connection showed corrosion. On (B)(6) 2026, the heartmate 3 patient side modular cable connector cleaning was performed per procedure. Corrosions were observed during the cleaning. The driveline power fault resolved. The modular cable was replaced again during the cleaning. 2 modular cable replacements were requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed corrosion within the pump cable inline connector that could have resulted in the driveline communication fault and driveline power fault alarms observed in the submitted log files. A specific cause for the corrosion could not be conclusively determined through this evaluation. It was reported that the patient experienced driveline communication fault alarms on (B)(6) 2026. The system controller and modular cable were exchanged. Driveline communication fault and driveline power fault alarms were still present after the exchange. The modular cable was exchanged again, and there was corrosion observed on the inline connector. On (B)(6) 2026 the patient side inline connector cleaning was performed. Corrosion was observed during the cleaning. The driveline communication and power fault alarms resolved, and the modular cable was replaced again following the cleaning. Review of the submitted images showed debris on the surface of the pump cable inline connector, consistent with corrosion. The submitted system controller event log file contained relevant events from 13jan2026. Driveline power and communication faults were captured. No other notable events or alarms were captured. Multiple attempts were made to obtain additional log files from the initial controller when the alarms first occurred; however, no additional log files were provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 4 of the patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, driveline power faults, and the recommended actions associated with these emergencies. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.